Event description:
Dealer advised enduser stated after tilt actuator was replaced chair now drives intermittently. Dealer advised could not duplicate issue. Dealer advised could not verify if any lights were flashing on the joystick when issue occurs.